Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was reading inaccurate. Customer's sensor glucose reading was 254 mg/dl but his blood glucose level was 424 mg/dl. The sensor also read 80 mg/dl but his blood glucose level was 50 mg/dl. The customer treated his low blood glucose level with apple juice at the medical center on site where he works. The insulin pump alarmed insulin flow blocked. The alarmed was resolved by changing the infusion set and reservoir. The customer treated his high blood glucose level with an injection shot. The customer had issue with the infusion sets. The device was not returned.